Manufacturer narrative:
The account stated that they have the replacement components, however, the device is in use by another pt. They do not know when it will be available to perform the service, to resolve the issue. As of this report, hill-rom has not received any other info regarding this service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device will not stay in trendelenburg, resulting in unintentional movement. No injuries were reported.